Manufacturer narrative:
The results from 16-july and 9-july are from the same draw, but different aliquots. Calibration and qc data from the event were acceptable. The alarm trace shows sample foam detection and sample clot detection alarms distributed though out the date of the event. The alarms are not directly linked to the issue; however, the frequency of the alarms might indicate a general issue with the customer¿s pre-analytical handling. The customer¿s clotting time might be too short. A sample was returned for investigation. The investigation was able to reproduce the customer¿s negative elecsys result. The innolia hcv score result was also found to be negative. The negative result for the sample is considered to be correct. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys anti-hcv ii immunoassay results for 1 patient. The patient sample has been tested on both a cobas 8000 e 801 module and a cobas e 411 immunoassay analyzer and compared to an abbott architect, the western blot method, and a polymerase chain reaction (pcr) method the initial anti-hcv ii result from the cobas e801 was (B)(6). The result was reported out as (B)(6). On (B)(6) 2019 the architect abbott result was (B)(6). The western blot result was (B)(6). The pcr result was (B)(6). The result from a cobas e411 result was (B)(6), specific value not provided. On (B)(6) 2019 the same patient had a new patient sample tested on the cobas e801 with a result of (B)(6). The laboratory believed and reported the (B)(6) result. The cobas e801 serial number was (B)(4). The serial number for the cobas e411 was not provided.